Manufacturer narrative:
Eval summary: as returned, the inner cavity is fractured and the outer cavity indicates a significant impact. The outer carton also shows signs of damage consistent with damage to the cavities. The most likely cause of this damage is improper care taken during shipment. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It was reported that when the implant was opened during surgery, it was noticed the inner container which holds the implant was cracked.